Manufacturer narrative:
Further investigation confirmed that the fenestrated bipolar forceps instrument failed electrical continuity. A broken conductor wire was identified at or above the upper idler pulley bank, with the wire pinched and stuck within the pitch and yaw waterfall pulleys, indicating the breakage was caused by wire pinching at the pulleys. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end and functional test failure is attributed to the manufacturing process.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the 8mm fenestrated bipolar forceps instrument would not deliver energy. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no current was present in the forceps from the start despite intact cables. No electric arcing occurred, and the patient was not harmed. Further information can be provided if needed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the proximal idler pulleys. The instrument failed intermittently the electrical continuity test. At the beginning the wire was not fully broken. After pulling with medium force, it broke completely during the failure analysis. No signs of thermal damage were observed. The complaint was confirmed based on failure analysis. The probable root cause is attributed to manufacturing.